Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. Subsequently, a revision procedure occurred. This rv lead was explanted and successfully replaced. The patient was given antibiotics and no other additional adverse effects were reported.